Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon was using the device for the first time. On the 8th or 9th firing, surgeon fired clip over another clip. Surgeon had been inserviced about the override feature but, the sound associated with that feature was not heard and fired as all previous clips. The next clip, placed in clear, had the crunch familiar with override. Surgeon fired final clip and went to remove instrument but it would not come out the 5 mm port. Examination showed a clip was in the jaws with another having advanced behind it. Surgeon squeezed the clip in the jaws, placed on the liver (for subsequent removal), but instrument would still not come out until surgeon forced removal through trocar. No patient consequences. Case completed with another device of the same product code. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were noted with the cam. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of the jaw ramp broken off.